Event description:
As reported in an article published in the abstracts book from the fourth world congress of pediatric cardiology and cardiac surgery - september 18-22, 2005. The study objective was to assess the safety and efficacy of the transcatheter closure of patent ductus arteriousus (pda) in vietnam (from 3/2002 to 8/2004) using an amplatzer septal occluder for transcatheter closure of a very large pda. Results: in a case with a 24mm aso, residual shunt was important and hemolysis occurred one day later. The patient was operated on and the device retrieved followed by usual surgical pda closure.